Event description:
It was reported via receipt of an implant card sent to manufacturer from the implanting hospital, that the vns patient had surgery where the lead and generator was replaced. The reason noted on the documentation received was that the surgery took place due to a lead fracture. Good faith attempts to obtain additional information and the return of the explanted devices for analysis are underway, however, no additional information has been received to date.